Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000131057.

Event description:
It was reported the patient's right lead had migrated. The issue was confirmed via x-rays. Surgical intervention may occur later to address the issue. Note : it is unknown which lead is related to this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.